Manufacturer narrative:
Corrected data: facility name and address. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown screwdriver/unknown lot. Part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent hardware removal surgery on (B)(6) 2018. During surgery, the tip of the screwdriver broke off while removing the cannulated screws and was left in the patient. Fragments were generated. It is unknown if there was surgical delay. Patient's status is unknown. It is unknown if procedure was completed successfully. Concomitant device reported: 7.3mm cannulated screws (part# unknown, lot# unknown, quantity# unknown). This report is for an unknown screwdriver. This is report 1 of 1 for complaint (B)(4).

Event description:
There was no surgical delay. This report is for a cannulated 4.0mm hexagonal screwdriver.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event : additional information provided. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Another device was used to complete the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 314.05 , synthes lot number: a4hw751 , release to warehouse date: 06-oct-1998 . The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the cannulated hex screwdriver (part # 314.05, lot # a4hw751, mfg # 06-oct-1998) was received at us cq with the distal tip of the screwdriver broken off at the hexagonal tip of the screwdriver. The tip broke diagonally and unevenly however a portion of the hex is still present. This agrees with the reported complaint condition; thus, confirming the complaint. Fragments were not sent to us cq. X-rays were not sent to us cq therefore the embedded portion of the device cannot be confirmed. Dimensional inspection: dimensional analysis was completed, the inner diameter of the shaft at the fracture site, measured and is not within specification based on relevant drawing. The inner diameter measurement is slightly undersized, this is likely because of how the break occurred and there is slight deformation at the fracture site that is not allowing the 2.9 mm gp to fit into the hole. Document/specification review: the relevant drawing(s) was reviewed; the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the screwdriver (part # 314.05, lot # a4hw751) was received with the distal tip broken off. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.